Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal may have been caused by the instrument used in the procedure. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Event description:
Unknown - "the user found a broken piece of black rubber in the patient's body. Removing the broken piece, s/he completed the procedure. After that, s/he confirmed the broken piece fit to a broken part of the septum. The user mentioned that a needle got stuck in the septum when s/he was performing a suture in the abdominal cavity. Patient status - "the patient was not injured." The event unit was discarded at the user facility, thus was not returned to us. We would like to know the following points, why was the duckbill broken? Would you give me the check result of the device history record?"